Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The right atrial (ra) setscrew was in the down position; the right ventricular (rv) setscrew was in the up position. All seal plugs were intact. Microscopic inspection of each port found no obstructions. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Both setscrews were noted to move freely in both directions when a 6628 torque wrench was full inserted into the hex slot. An is-1 lead was inserted into each port and the setscrew was able to be fully tightened on the terminal pin and hold it securely in place. The seal plugs were then removed so that further microscopic inspection could be performed. There was some slight rounding of the rv setscrew hex slot but no other anomalies were noted; no signs of cross-threading on the setscrew threads. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this pacemaker, the physician was unable to fully engage the setscrew to secure the lead. As a result, this pacemaker was removed and a new one was then successfully implanted. No adverse patient effects were reported.